Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The calibration and quality control results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable high elecsys free psa result from the cobas e 801 module. The initial result was 11.4 ng/ml. The repeat result was 0.151 ng/ml. The incorrect result was not reported outside of the laboratory to the clinic or the patient.

Manufacturer narrative:
The (B)(6) 2025 calibration results were acceptable. Product labeling states: "calibration frequency: renewed calibration is recommended as follows: after 12 weeks when using the same reagent lot.". The alarm trace had sample clot detection alarms. The field service engineer inspected the module, particularly the sample probe, cup grippers, incubation plate, pre-wash area, and sipper needle. Based on the limited information, the investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.